Event description:
The customer reported receiving a malfunction alarm, specifically alarm 2 followed by alarm 26. There was no adverse impact to the customer's blood glucose level. Technical support instructed the customer to perform various actions, including disconnecting tubing and delivering boluses to address the issue. Despite attempts, the occlusion alarm recurred. The customer was advised to replace supplies as needed and resume insulin delivery. Technical support attempted to reach the customer for further assistance but was unable to do so.